Manufacturer narrative:
The device and the lens were returned inside a self sealing pouch. The plunger lock and lens stop have been removed from the device. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to the fill line. The nozzle tip has stress and a large aneurysm along the posterior right side of the tip. The plunger was removed and evaluated. No damage was observed. The plunger was reinserted with no abnormality observed. The lens was returned adhered in dried viscoelastic to the exterior of the lens loading area door. One haptic was broken in the gusset area. The broken haptic was returned adhered onto the anterior optic surface in dried solution. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was used. There have been no other complaints reported in the lot number. The root cause cannot be determined for the reported complaint. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation, the iol got stuck on incision. The surgeon removed lens and haptic broke off.